Manufacturer narrative:
Additional information received on march 23, 2021 indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast implants has experienced bilateral capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including join pain, wrist, fingers & right knee had cyst, migraines, vertigo, memory loss, no energy, weight gain, insomnia, skin aged, dry skin, hair loss, vision is horrible, heart palpitation. In addition, the patient developed severe cyst in breast, 20 cysts in right breast alone and some on the left side. The mammogram and ultrasound examinations confirmed the cysts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.